Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv to ICD can and rv to svc hvli vectors showed out of range, no measurement. A chest x-ray and lead revision are to be scheduled.